Manufacturer narrative:
The valve was received for evaluation. DHR - product code 82-8804pl with lot 4123583 conformed to the specifications when released to stock. UDI: (B)(4). Manufacturing date 27th september 2019. Expiration date: 31st august 2024. Failure analysis - the valve was visually inspected; needle holes in the needle chamber, the siphon guard was separated of the valve, when returned. Marks were found on the siphon guard as well. The valve passed the test for programming, occlusion, and siphon guard. The valve can¿t be leak and reflux tested due to the damaged silicon housing. The valve failed the pressure test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball, stopping the ruby ball from sitting correctly on the seat of the ruby ball. The root cause for the cut/torn silicone housing is due to user error. As noted in the IFU silicone has a low tear/cut resistance. The root cause for the marks on the siphon guard was probably due to a sharp or pointed object coming into contact with the siphon guard. The root cause for the pressure issue is due to the biological debris found on the ruby ball, the biological debris was not letting the ruby ball sit correctly. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
When the certas plus valve was implanted, no distal flow was observed as the peritoneal tubing was placed into the abdomen. 2 days later the patient developed a recurrent pseudomeningocele, and imaging showed similar ventricular size. Initial thoughts were the pressure setting of 3 with plans to re-evaluate within 48 hrs. The pseudomeningocele was drained percutaneously and it came back within 24 hours at a lower setting. Patient required evaluation with dye/ fluoroscopy study and ultimately returned to the operative room several days later to replace the valve due to recurrent pseudomeningocele.